Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal left anterior descending artery. A 2.8x19mm rx graftmaster covered stent failed to cross due to anatomy. A non-abbott stent was used to successfully complete the procedure. There were no reported adverse patient sequelae. No additional information was provided.